Event description:
Device 1 of 2- reference MFR report# 1627487-2018-025. It was reported that surgery was undertaken on (B)(6) 2018 wherein the lead was removed and added on left. Reportedly, effective stimulation was restored post- operatively on left side.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2018-02548. It was reported that the patient did not receive adequate therapy from the scs system. Reprogramming was unsuccessful. As a result, surgical intervention may be undertaken at a later date to address the issue.